Event description:
It was reported that during a hemorrhoidectomy procedure, the device delivered an incomplete staple and cut line. The procedure was completed usingt sutures. The or time was extended by a half an hour. There was no patient consequence.